Event description:
Patient reported right side "possible leak", "hard" and capsular contracture, baker grade unknown. Healthcare professional right side "pain." Healthcare professional also reported "nausea, vomiting and bruising upper abdomen"; these events are not device related. Device remains implanted. The patient later reported an MRI "confirmed possible cancer related to non-hodgkin's lymphoma", not device related.

Event description:
Patient reported right side "possible leak", "hard" and capsular contracture, baker grade unknown. Healthcare professional right side "pain." Healthcare professional also reported "nausea, vomiting and bruising upper abdomen"; these events are not device related. Device remains implanted. The patient later reported an MRI "confirmed possible cancer related to non-hodgkin's lymphoma", not device related..

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, e3.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 26-apr-2011 and 23-apr-2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of "pain and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side "possible leak", "hard" and capsular contracture, baker grade unknown. Healthcare professional right side "pain." Healthcare professional also reported "nausea, vomiting and bruising upper abdomen"; these events are not device related. Device remains implanted.